Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, a stent fracture occurred. Access was obtained through the right radial artery. The 90% stenotic, de novo lesion was located in the non tortuous and mildly calcified bifurcation of the left anterior descending artery (lad) and the diagonal (dx). The physician predilated the lesion with a 3.0x12mm non-bsc balloon and a 3.0x10mm non-bsc scoring balloon. Then using a bifurcation reverse crush technique a 2.75x16mm ion stent was successfully deployed at 11.7atms for 20 seconds in the dx with the proximal portion of the stent going into the lad. The stent was post dilated with a 3.0x12mm non-bsc balloon at 10atms for 15 seconds. The physician then successfully deployed a 3.0x32mm ion stent in the lad at 11.8atms for 22 seconds. The physician then completed post dilatation with a 3.5x15mm nc quantum apex balloon at 12.4atms for 15 seconds and a 3.0x12mm non-bsc balloon at 8.2atms for 18 seconds and a 3.0x112mm non-bsc balloon at 12atms for 12 seconds and a 3.5x12mm non-bsc balloon at 12.2atms for 20 seconds and 9.3atms for 31 seconds. Imaging was performed with an icross imaging catheter and a slight irregularity was observed which the physician thought looked like a stent fracture. A 3.5x8mm ion stent was deployed over the irregularity and at 12atms for 23 seconds, 9.1atms for 15 seconds and 12atms for 11 seconds with great results. There were no patient complications and the patient¿s status is stable/fine.